Event description:
Patient woke up in the middle of the night and her dexcom read high sugar (no number). She gave herself a bolus of insulin. She was found by her son unresponsive two days later. She was admitted to the hospital and is now home.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.